Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error or excessive no delivery alarm noted. The motor passed the motor test. The displacement test did function properly. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube and window.

Event description:
The customer reported receiving a no delivery alarm while priming. The customer took out the reservoir and attempted to rewind, but received a motor error alarm. The customer stated that the insulin pump was dropped on a counter and went through a body scanner at the airport. The customer's blood glucose was 89 mg/dl at the time the issue was reported. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusions can be drawn at this time.